Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The field application specialist reported the user experienced issues with calcium quality control and patient results from the cobas 6000 analyzer serial number (B)(4). Of the patient data provided, the results for six patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 8.2 and the repeat result was 9.0. Patient sample 2 initial result was 8.4 and the repeat result was 9.3. Patient sample 3 initial result was 8.3 and the repeat result was 9.1. Patient sample 4 initial result was 8.9 and the repeat result was 9.7. Patient sample 5 initial result was 8.2 and the repeat result was 9.1. Patient sample 6 initial result was 8.4 and the repeat result was 9.4. None of the patients were adversely affected as none of the results were reported outside the laboratory. The user repeated samples of previously tested survey material. Of the data provided, the results for four samples were discrepant. Survey sample 1 initial result was 9.5 and the repeat result was 10.5. Survey sample 2 initial result was 9.0 and the repeat result was 9.8. Survey sample 3 initial result was 10.4 and the repeat result was 11.2. Survey sample 4 initial result was 12.2 and the repeat result was 13.4. The field application specialist determined there was a possible reagent lot issue.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.